Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-may-2027, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 19-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) experienced new pain unrelated to baseline, high impedance greater than 40,000 ohms, and lead migration. X-rays were taken and showed lead migration. The high impedance was not observed on the day of surgery and was likely attributed to the patient falls. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.